Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was at work and they saw that their blood glucose (bg) levels were going high over 400 mg/dl, the patient stated that they started to feel bad and vomited a bit. They called their doctor and they advised the patient to go to the hospital. Patient stated that the pods adhesive was loose while wearing it for 4 to 24 hours on the arm. The patient went to the hospital and they were treated with fluids and insulin through intravenous therapy. Patient also received zosrn pills for them to stop throwing up. Patient was diagnosed with hyperglycemia